Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
D2 - corrected to phakic intraocular lens, product code: qcb. D10 - 'no' reported in supplemental MDR#1 is not applicable. Claim# (B)(4).

Manufacturer narrative:
Date of event: (B)(6) 2017. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(6) but not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -17.50/+2.5/094 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2012. The lens was explanted on (B)(6) 2019 due to lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved and the lens was explanted the lens was exchanged for a longer lens and the problem was resolved.